Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. The o2 gas module was defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the information provided by the technician, the o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Initially o2 gas module has been pointed as faulty. According to received service report, finally the replacement of o2 sensor solved the issue. This situation is not-safety related, the issue will be noticed before use and appropriate measures taken. The device was delivered to the user in working condition. The o2 sensor is responsible for measuring the o2 concentration in the inspiratory channel. The o2 sensor uses ultrasound as measuring technique. By measuring the sound velocity and temperature of the gas mixture it is possible to calculate the proportions of the gases (o2 concentration). The cause of the issue was determined as related to o2 sensor.